Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user experienced an issue after entered their login credentials. A prompt appeared stated, user (ID): place finger on the scanner, covering the entire lens. However, the system did not proceed to the home screen even after the user placed their finger on the biometric scanner. Multiple restart attempts were made. When restarting using the switch on the back, the cart remained in a buffering state. An additional restart attempt was made by disconnecting the battery, after which the unit would no longer power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not allowing the user to login. A field service engineer attempted to reboot the device, but the system image was corrupted. The device was successfully reimaged. It had been stuck on a windows update for several days. After rebooting, the device rebooted properly into the main application. The system functioned as intended after the field service engineer repaired the device.